Event description:
It was reported that on (B)(6) 2023 during pelvic surgery intraoperatively the head of a 7.5mmx95mm fully threaded css+ screw broke off in the patient. Surgery was successfully completed with a surgical delay of 45 minutes. This complaint involves one(1) device.

Manufacturer narrative:
The device was not returned for evaluation, therefore an evaluation was not performed. No photographical evidence or further information provided to collaborate the complaint event. A historical data review was performed. A total of 1 complaint has been received for this device part number. There have been no capas related to this part number. Since there has been no further information provided by the complainant or evidence to support the complaint event a determination of the root cause is not possible. The device in question was not returned and therefore not evaluated. The root cause is indeterminate. No lot information was provided by the complainant, so a device history record review was not performed.